Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. Based on the results of the investigation, the reported event likely occurred, due to the following mechanisms: mechanism #1: 1) the loop was surrounding the body tissue. 2) the tube sheath was pushed out and the body tissue was temporarily ligated by using the distal end of the tube sheath. 3) the loop was tightened by pulling the slider. 4) the slider was pushed, while the distal end of coil sheath did not extend from the tube sheath. Therefore, the loop detached from the hook in the tube sheath. 5) while, the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 6) the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 7) since, the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. 8) the slider was forcefully operated in state of ¿7¿ description causing the operation pipe of the slider to deform and break. Mechanism #2: 1) the sheath was bent near the handle. 2) the operating wire could not move, because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed and broke, because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. However, the root cause could not be determined. The event can be detected/prevented, by following the instructions for use (IFU). Which state: ¿do not strike or crush the coil sheath, during operation. Doing so can damage the distal end of the coil sheath. Which, could make it impossible to detach the loop after ligation. In this case, refer to section 12:, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual¿. ¿do not remove the loop from the hook, while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12:, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual¿. ¿do not hold the loop with the distal end of the tube sheath, while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may, make the loop impossible to be removed. In this case, refer to section 12:, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual¿. ¿never use excessive force to operate the instrument. This could damage the instrument¿. ¿straighten out the portion of the instrument that extends from the biopsy valve¿. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a therapeutic polypectomy and the event occurred in the middle of the procedure. There were no other devices involved or replaced during the event. There was a delay to the procedure and anesthesia for 3 to 5 minutes while the device was cut and they exchanged scopes due to the loop breaking at the handle. The case was completed. There were no error messages observed as a result of the failure. There was no patient injury or harm due to the device malfunction.

Manufacturer narrative:
This supplemental is being submitted as a correction and to include additional information received. The following sections have been corrected: b1, b2, h1, h6. The following sections have been updated to include additional information received: b5, h4. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2024-00020.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the spring on the handle of the single use ligating device broke while the loop was around the polyp. To proceed, the loop had to be cut off from the device, the scope was extracted, and then the loop was cut and removed from the patient. There were no reports of patient harm.